Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no loss of prime issues. A prime sequence was successfully completed with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications. The pump was opened and no damage was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.